Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for triiodothyronine (t3), free thyroxine (ft4), and thyrotropin (tsh). The sample initially resulted as 59.06 ng/dl for t3, 0.179 ng/dl for ft4, and 0.059 uiu/ml for tsh. These initial values were reported outside of the laboratory. A new sample was collected from the patient on (B)(6) 2014 and this resulted as 167.4 ng/dl for t3, 1.21 ng/dl for ft4, and 2.40 uiu/ml for tsh. The physician questioned the results for the first sample, so this sample was repeated. The repeat results for the first sample were 170 ng/dl for t3, 1.19 ng/dl for ft4, and 2.21 uiu/ml for tsh. The patient received treatment based on the initial results. The treatment included drugs and additional testing. It was asked, but it is not known what specific treatments the patient received. The patient was not harmed by any actions taken, so the patient was not adversely affected. The t3 reagent lot number was 175511. The t3 reagent expiration date was asked for, but not provided. The lot numbers and expiration dates of the ft4 and tsh reagents were asked for, but not provided. The customer noted that the hospital had an electrical blackout and the analyzer used power from the ups during the time of initial testing. Investigations have determined that a general reagent issue could not be detected. A specific root cause could not be determined based on information provided. No influence of the reported use of the ups power unit could be detected based on information provided. Additional information for investigation was asked for, but not provided.

Manufacturer narrative:
Further investigations concluded it is unlikely that the power shortage had a direct influence on sample measurements.